Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve and diaphragmatic stimulation. The left ventricular (lv) lead was reprogrammed. A few weeks later, the lv lead was reprogrammed again for the same issue at which time the lv lead exhibited high threshold. The lv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.